Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited pacing into qrs, which is the first beat of a ventricular tachycardia. The device appears to be sensing correctly.